Event description:
The plaintiff, alleges that while utilizing latex gloves in the position of respiratory therapist they were caused to suffer severe latent injuries. Pt alleges that utilizing said gloves caused pt to develop severe and permanent latex allergy and other related injuries, including but not limited to, severe, recurring rashes on the arms, and hands swelling, cracked hand, and difficulty breathing. Pt further alleges that they were diagnosed with latex hypersensitivity in 1999. Furthermore pt alleges that as a direct result of exposure to the product, they developed a related disease or condition and as a result has been disabled, and has suffered and endured great pain, and mental anguish and suffered a loss of enjoyment of life. Also the plaintiff's spouse, alleges that they have been deprived of the services and consortium of the injured plaintiff. Including but not limited to companionship, affection, support and solace, and was caused to suffer a loss of enjoyment of life. Finally, the plaintiff is likely to require medical monitoring in the future but, in any event, will be likely to incur medical expenses for monitoring and/or necessary treatment.